Manufacturer narrative:
Internal complaint reference case-(B)(4). Foreign zip code (B)(6).

Event description:
It was reported that, during procedure using the 'healicoil' suture anchor, the distal anchor broke when passing through the sutures. All pieces were removed from the patient. The procedure was completed with a non-significant delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found there are requirements for conformance and a certificate of material analysis is required. Visual inspection showed the broken distal tip taped to the handle. The lower portion of the broken tip was inside of the shaft. Functional inspection required rotating knob one until the lower portion of the broken tip and inner plug was pushed outside of the shaft. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per case details, the broken anchor was retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include applications of unintended inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.